Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse decontaminated the instrument and rebuilt the pumps. The cse found the reaction tray wash unit drain valve 1 (cdev1) on the reaction tray wash unit (wud) not opening and replaced the valve; cleaned and checked filtration of mix 1 wash port, checked wud aspirators, replaced the large water pump (lwp) filter, and adjusted the alignment of the reagent pipetting probe 1 (rpp1) wash port. The cse cleaned and verified full drain of rpp1 wash port, installed the external degasser and ran qc as well as multiple samples. All passed and no outliers were seen. The cause of the discordant, falsely elevated carbon dioxide concentrated (co2_c) on the two patient samples is unknown. No further issues with co2_c after service was dispatched. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant carbon dioxide (co2_c) patient sample test results were obtained on an advia 1800 chemistry system. The customer did not provide patient test data. It is unknown if the initial results were reported to the physician(s). It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide results.